Manufacturer narrative:
Section a-2 patient age years, median (iqr): (value % all eyes (n=110): 74.5 (68, 82), (conservative management-medications, ac viscoelastic injections; n=91): 74 (67.5,82.5), and (surgical management-surgical drainage, gdi tube ligation; n=19): 73 (69, 81.5). Not specified if grouped with johnson & johnson implant. Section a-3 gender: (value % all eyes (n=110): male - 51(46%) female - 59(54%), (conservative management-medications, ac viscoelastic injections; n=91): male 41(45%) female - 50 (55%), and (surgical management-surgical drainage, gdi tube ligation; n=19): male - 10(53%) female - 9 (47%). Not specified if grouped with johnson & johnson implant. Sections a-4 patient weight, and a-5 patient ethnicity and race: unknown/not provided. Section b-3: date of event: the date article was accepted:(B)(6) 2023. Section h3-81: the device was not returned for evaluation. In addition device serial number is unknown/not provided. Therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h-4 device manufacture date: unknown, as device serial number was not provided. Section h-6 health effect - clinical code: 4581 shallowing or collapsing of the anterior chamber. Citation: ying, s., ara j. Coulon, s.j, lidder, a.k. Labowsky, m., cheng, c.p., vinod, k., sidoti, p.a., panarelli, j.f. (2023). Choroidal effusions after glaucoma drainage implant surgery: risk factors and surgical management. Ophthalmology glaucoma, pp. 1-11. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on literature review. Article: choroidal effusions following glaucoma drainage implant surgery: risk factors and surgical management a retrospective case series was done to report the incidence of patients who developed choroidal effusions after glaucoma drainage implant (gdi) surgery and determine risk factors for and outcomes of surgical intervention. Patients (n=605 patients) received either a 350-mm2 bgi (bgi-350), a 250-mm2 bgi (bgi-250), or an ahmed (fp7) glaucoma valve implant (agv). Postoperative complications included: choroidal effusion: 110 patients (bgi-250, n=27; bgi-350, n=28; fp7, n=55) the choroidal effusion in 91 patients (bgi-250, n=22; bgi-350, n=19; fp7, n=50) was resolved with conservative management alone (conservative management group: adjustment of the medical regimen, n=53; and anterior chamber (ac) viscoelastic injection, n=38); 19 patients (bgi-250, n=5; bgi-350, n=9; fp7, n=5) required surgical drainage (n=10) and gdi tube ligation (n=2), classified as single surgical intervention group; the remaining patients (n=7) had additional surgical intervention as resolution (multiple surgical intervention group), which were: gdi tube ligation (n=3), second surgical drainage procedure (n=3), and gdi removal and placement of a new device with a smaller endplate (n=1). Lost >2 lines of snellen visual acuity (overall conservative group, n=24; overall surgical management group, n=10) anterior chamber shallowing (ac; p < 0.001; or, 25.1, no actual count) secondary complications were: in the conservative management group: corneal decompensation (n=4) and transient choroidal folds (n=3); in the single surgical intervention group: seidel-positive corneal wound (n=1); in the multiple surgical intervention group: retinal detachment (n=1) it is unclear however, if it was our device or the other device in the group that was implanted in the affected eyes. There were no further interventions reported. This report captures adverse events for bg103-250. A separate report will capture adverse events for incomplete model bg-350. A copy of the article is provided with this report.

Manufacturer narrative:
Correction: upon further review on jun 14, 2024, it was noted that section d4 catalog number was submitted as bg103-250 on the initial MDR, but should be 23030819. Therefore, it is captured in this supplemental report. The following field has been updated accordingly: section d4: catalog number: 23030819. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.